Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a visual analysis showed that the returned lead was severed at approximately 13.3 cm from the terminal end, only the proximal segment was returned. The lead had passed the continuity test indicating that the conductors were intact. There were no other abnormalities were observed. The allegation against the lead based on the partial product returned. Patient code 3191 captures the reportable event of surgery.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. The lead was explanted, however, the lead tip broke off and was left behind in the superior vena cava (svc). No additional adverse patient effects were reported.

Manufacturer narrative:
The product has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. The lead was explanted, however, the lead tip broke off and was left behind in the superior vena cava (svc). No additional adverse patient effects were reported.